Manufacturer narrative:
Date sent to the FDA: 09/25/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: one open sample of product was received for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle appear to be by use of surgical instrument could be observe. The suture was examined, the weld of first loop was detached, this caused that the loops were not present; however, the loops may have failed due to excessive force applied. No conclusion could be reached as on what caused that the fixation tab of the stratafix came off the suture. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: was the loop on the device found to be missing when trying to use the device? - yes. It was found before use. Or did the loop break off the device during use? - no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? Status of product return / follow up?

Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2020 and the barbed suture was used. During the surgery, it was found that the suture did not have a loop. There were no adverse consequences to the patient. Additional information has been requested.